Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) recorded a battery depletion alert three months after the implant procedure. Technical services (ts) was consulted and discussed that based on implant date the alert was most likely due to persistent magnet application. An analysis of device data revealed that the alert was recorded due to extended magnet application. The patient will be brought in clinic to reset the alert, the patient reported hearing beeping tones. This sicd remains in service. No adverse patient effects were reported.